Event description:
Customer reported an issue with low blood glucose levels, specifically a reading of 49 mg/dl. Customer addressed the low glucose level by consuming carbohydrates, and no assistance from a third party was needed. Technical support assisted the customer in updating the carbohydrate ratio settings and advised the customer to consult with their healthcare provider whenever settings are changed. Customer understood and acknowledged this advice.